Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was implanted with the left ventricular assist device (lvad) on (B)(6) 2022. Postoperatively, the patient was unable to be extubated. They remained on inotropes and vasodilator infusions. On (B)(6) 2022, the patient was febrile and was started on cefepime. A bronchoscopy, bronchoalveolar lavage, blood culture, and urinalysis were performed. On (B)(6) 2022, a chest computed tomography (CT) was performed and found no obvious sign of infection.

Manufacturer narrative:
Section a4: patient privacy laws prohibit the release of private patient information and date of birth should have been removed from the previous report. A specific cause for the reported respiratory failure and patient conditions could not be conclusively determined. In addition, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established. The subject remained intubated and on inotrope and vasodilator infusions until (B)(6) 2022 and because of this was withdrawn from the study. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists respiratory failure as an adverse event that may be associated with the use of the hm3 lvas. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 28mar2022. No further information was provided. The manufacturer is closing the file on this event.